Event description:
Patient was undergoing thrombectomy procedure for embolism in the left c4 using the penumbra system. A penumbra 054 reperfusion catheter was advanced to the target vessel and aspiration was done for 20 minutes in conjunction with the separator 054 to debulk the clot. 5,000 units of heparin and 1,160,000 units of intra-arterial tpa were injected. Later, an angiography revealed that radiopaque dye oozed out of the vessel. Patient was able to leave hospital approximately two weeks later. Physician's comment: it is difficult to evaluate how much the penumbra system and intra-arterial tpa were related to the event respectively. The relation between the event and the penumbra system is not deniable.

Manufacturer narrative:
Conclusion: vessel dissection are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00494. Hospital discarded of device.